Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction occurred due to factors that could not be conclusively determined. Based on the information obtained, we were unable to identify the exact cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a communication error 227 and 217. There was no patient involvement.